Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer on (B)(6) 2017, the customer reported that the suction on the pump would increase, causing strong pain, and she would turn it down to compensate if it didn't decrease on its own. She alleged that it caused bruising, as well as fiction blisters. She indicated that she spoke with her physician, who recommended alternative breast shields, which she tried and none of them seemed to work, due to having elastic nipples. The customer indicated that she was going to the doctor because she felt that she had clogged ducts which had progressed to mastitis. In follow up with a medela clinician on (B)(6) 2017, the customer confirmed that she was diagnosed with mastitis, for which she was prescribed an antibiotic. The customer stated that her doctor wrote a prescription for a hospital grade pump, which she was going to consider picking up, even though the replacement pump was working without issue. The clinician discussed with the customer exclusive pumping and ways to empty the breast including hands on pumping. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that the suction on her freestyle breast pump was low and would sporadically get very high, causing pain.